Event description:
Pt reported that the ipg battery appeared to be depleting fast. The pt received a new base station and charger but continued to have problems maintaining a charge on the ipg. Pt reportedly indicated that the stimulation turns off immediately after removing the charger from the ipg. In november, 2004, the decision was made to explant the device.